Manufacturer narrative:
(B)(4) ¿ absorption problems; poor cosmetic outcome; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent laceration closure of the foot on (B)(6) 2014 and suture was used. Laceration was repaired with interrupted placement of suture for subcutaneous closure. On (B)(6) 2014, the patient experienced pain, non-absorption and extruding suture. The extruded suture was removed by the physician. The patient experienced poor cosmetic outcome.